Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Initial testing performed with the phantom mannequin produced an inaccuracy of 1.5mm when measured with the software tool. Further analysis with the navcal tool verified navigation. The system functioned and accuracy checked out. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was an issue with the navigation accuracy with the imaging system. Additional information received from a manufacturer representative indicated no accuracy was found using navigation after a 3d image acquisition. The tests were performed with the six insert phantom and an inaccuracy of approximately 1.5mm was measured with the navigation software tool. The manufacturer representative was waiting for the navcal tool to get a clear idea of the complaint. No patient was present at the time of the event.